Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was hypoglycemic and self-treated with insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 66, 57, 53, 53 mg/dl was compared to a reading of 236, 210, 272, 258 mg/dl obtained on a adc meter. The length of sensor wear was 1 day. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.